Manufacturer narrative:
(B)(4) date sent: 11/22/2023 d4: batch #140c93 additional information was requested, and the following was obtained: what firing of the device? What color reload was used for the firing in which the event occurred? 5th firing blue reload 1. Was the device locked on tissue with the jaws closed? 2. If yes, how was the device removed? 3. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? 4. Did the jaws eventually open? All attempts were made to open the device by squeegee handle and depressing thumb release button. The manual over ride was deployed to remove the device from tissue. I was in the room and witnessed the event. Source is myself troubleshooting steps taken were: depressing release lever to remove¿unsuccessful. Battery removed and replaced¿unsuccessful. Manual release used¿successfully was able to open jaws off tissue and remove. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload present. The reload was received partially fired 1/2. The device was tested for functionality in the straight position with the returned battery pack, with a test reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation functions to prevent unintended operation of the device that could inadvertently harm the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 140c93, and no non-conformances were identified.

Event description:
I was reported that the ech60l fired halfway then stopped and seemingly lost power during sleeve gastrectomy. There was a 5 minute delay. No fragments made. No patient harm.